Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. No supplementary data are available. The case is thus closed. If additional information should be received at a later time after all, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR. After an implantation period of approximately 2 months the lead was revised without problems due to oversensing and inappropriate shocks.

Manufacturer narrative:
On (B)(6) 2017 - received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection, the connector pin did not show any marks from the set screw. The lead body demonstrated abrasion marks. However, the insulation was intact. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. As the analysis of the lead did not show any peculiarities, the root cause of the reported oversensing could not be determined. The missing screw marks might indicate that the set screw was not tightened sufficiently during the surgery. Furthermore additional data, particularly iegms, would be necessary to rule out any external interference. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.